Manufacturer narrative:
H1: type of reportable event and b1: adverse event and/or product problem.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). B1: adverse event and/or product problem, b2: outcomes attributed to adverse event section h3, h6: the navio siu, part number 220025, sn (B)(6) used for treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. Tested unit and showed error 40000000000. Screenshots were provided in the log files for review. The reported problem was confirmed. The screenshots indicated "the system is unable to generate the bone model. Please recollect surface points". The most likely cause of this event is a known software bug. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the scope of this complaint however no further escalation action is required. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Per complaint details from the us, it was reported that during a navio procedure, two errors occurred. First, after planning was complete, the computer could not generate the tibial bone model, so they had to remap the tibia, then there was an "internal cabling/drill console error" (the handpiece blew a fuse inside the navio). The procedure was changed to manual with s+n instrumentation and a delay of fewer than 30 minutes. No other complications were reported. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.

Event description:
It was reported that during a navio procedure, two errors occurred. First, after planning was complete, the computer could not generate the tibial bone model, so they had to remap the tibia. The procedure was changed to manual with s+n instrumentation and a delay of fewer than 30 minutes. No other complications were reported.

Manufacturer narrative:
H1: type of reportable event and b1: adverse event and/or product problem.

Event description:
It was reported that during a navio procedure, after planning was complete, the computer could not generate the tibial bone model, so they had to remap the tibia. No other complication happen regarding to this problem. The patient was not harmed.